Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found. There was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that while implanting the lead, it was not long enough for the patients anatomy. The lead was not used and was replaced. No patient complications have been reported as a result of this event.